Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device's broken dc (direct current)connector. The device was not in use during this event, therefore no user or patient was impacted.